Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited no capture. The lead was explanted and replaced. The patient was in stable condition.